Event description:
Follow up information received indicated that the patient was to have the implantable neurostimulator (ins) replaced sometime this summer (with the month of june noted). If additional information is received, a follow-up report will be sent.

Event description:
Additional information received confirmed that the implantable neurostimulator was moved to the other side. The exact date of this procedure was unknown. It was reported that the patient was fine and had no reported side effects.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) moved due to pain at the implant site. The patient now desired to move the ins from the back of the body to the front for the same reason. No action had been taken at the time of this report. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).